Event description:
It was reported that the 9800 system would not boot-up. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The investigation identified that the system interface pcb was not seated correctly and the power cable was disconnected from the single board computer. Reseated system interface and reconnected the power cable. The system was tested and found to be working as intended. System was placed back into service.